Manufacturer narrative:
As reported, after a 7 x 40 mm 155 cm saber rx percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion for inflation, it ruptured at its nominal pressure during its second inflation. Therefore it was replaced with a new non-cordis balloon catheter and a stent was implanted. The procedure finished successfully. There was no reported patient injury. Approach was made from the right inguinal region with a guiding sheath (6f). The target lesion was the left external iliac artery. The lesion was heavily calcified. The patient¿s information, vessel level of tortuosity and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The guiding sheath was delivered to the other side and a guidewire crossed the lesion prior to insertion of the saber balloon. The product was removed intact (in one piece) from the patient. The device was not returned for analysis because it was discarded in the hospital due to an infectious disease. A device history record (DHR) review of lot 17562459 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the guiding sheath was delivered to the other side and a guidewire crossed the lesion. Then a saber rx 7 mm 4 cm 155 was delivered to the lesion for inflation. However it ruptured at its nominal pressure during its second inflation. Therefore it was replaced with a new non-cordis balloon catheter and a stent was implanted. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis because it was discarded in the hospital due to an infectious disease. Approach was made from the right inguinal region with a guiding sheath (6f). The target lesion was the left external iliac artery. The lesion was heavily calcified. The patient¿s information, vessel level of tortuosity and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The lesion was heavily calcified. The product was removed intact (in one piece) from the patient.